Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was over 487mg/dl at the time of incident. The customer did not provide any information about symptoms and treatment of high blood glucose value. Customer also reported battery cap damage. The insulin pump will not be returned for analysis.